Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous de novo left anterior descending (lad) artery that was 90% stenosed. The patient presented with a non-st-elevation myocardial infarction. A 2.0x12mm nc trek balloon was used for pre-dilatation and a 2.50x48 xience xpedition stent was implanted without issue. Post-dilatation was performed with a 2.5x12mm nc trek balloon. The patient was compliant with dual antiplatelet drug therapy after the procedure. Three days later, the patient developed angina and stent thrombosis which was confirmed via angiography and treated with balloon angioplasty. Patient was re-hospitalized that day. No adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.